Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was being removed as part of the treatment plan on a procedure performed on (B)(6) 2024. During the procedure, the balloon was unable to be removed despite physician efforts which resulted in the patient being admitted to the hospital and the procedure had to be rescheduled. The patient stayed at the hospital one night and came back for the second removal attempt. The balloon was successfully removed on (B)(6) 2024 using the removal kit. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6 (device codes): code a150207 captures the malfunction reportable event of device difficult to remove. Code f08 captures the serious injury reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was being removed as part of the treatment plan on a procedure performed on (B)(6) 2024. During the procedure, the balloon was unable to be removed despite physician efforts which resulted in the patient being admitted to the hospital and the procedure had to be rescheduled. The patient stayed at the hospital one night and came back for the second removal attempt. The balloon was successfully removed on (B)(6),2024 using the removal kit. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: code a150207 captures the malfunction reportable event of device difficult to remove. Code f08 captures the serious injury reportable event of hospitalization or prolonged hospitalization. Block h11: the returned orbera365 intragastric balloon system was analyzed, it was received with a large hole and without the fill tube. The reported event of balloon damaged/ defective was confirmed. Based on all gathered information, most likely procedural factors such as the handling of the device and the technique used by the physician could have resulted in the damages to the balloon. Therefore, the most probable root cause selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A product labeling review identified that the device was used per the directions for use (dfu) / product label.